Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is scheduled for an ipg replacement for an unknown reason.

Event description:
Additional information received indicates the ipg was explanted and replaced electively during a competitor lead replacement. This event is no longer considered to be reportable.

Manufacturer narrative:
Additional information received indicates the ipg was electively replaced during a competitor lead replacement. This event is no longer considered to be reportable.